Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 254 mg/dl. The customer's expected fasting blood glucose test result range is 121 - 184 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 299 mg/dl and 302 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 1:254mg/dl (B)(6) 2016 12:02 pm fasting:yes, 2:204mg/dl (B)(6) 2016 07:12 pm fasting:yes, 3:207mg/dl (B)(6) 2016 07:11 pm fasting:yes, 4:176mg/dl (B)(6) 2016 08:34 pm fasting:yes, 5:251mg/dl (B)(6) 2016 08:26 pm fasting:yes. Memory concerns:254mg/dl. Customer states was in the middle of eating a yogurt when customer ran the back to back blood test. Back to back is non-fasting.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 254 mg/dl. The customer's expected fasting blood glucose test result range is 121 - 184 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 299 mg/dl and 302 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer states was in the middle of eating a yogurt when customer ran the back to back blood test. Back to back is non-fasting.